Manufacturer narrative:
Follow-up #1 date of submission 07/22/2016- correction: report # 2531779-2016-17260 takes place of the report # 2531779-2016-16328. Please disregard report# 2531779-2016-16328 as it constitutes a duplicate to a previously submitted report. The report # 2531779-2016-17260 will be used in all further communications regarding the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive down, up, and ok) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.